Event description:
A customer reported an alarm 01. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to load a second, new cartridge, which allowed them to resume insulin successfully.